Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that due to severe pneumonia the patient was admitted to the hospital caused by chronic obstructive pulmonary disease, due to a critical condition, the patient underwent endotracheal intubation. After successful intubation, the cuff was inflated, and the patient was connected to a ventilator. The patient's hypoxia improved. Around 9:30 am, the ventilator alarm triggered a leak. Medical staff found air bubbles escaping from her mouth, indicating a drop in blood oxygen saturation and life-threatening hypoxia. Preliminary analysis suggested the cause was a slow leak after the endotracheal intubation cuff inflated. The staff immediately replaced the endotracheal tube and reintubated the patient. The ventilator alarm was deactivated, blood oxygen saturation stopped decreasing, and the hypoxic condition improved. There was patient involvement, but no harm was reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.